Manufacturer narrative:
Concomitant medical products: 50 ml bd syringe; 8100; pri tubing; therapy date (B)(6) 2017. The customer¿s report of a pca overinfusion was confirmed. The pcu event log shows that at 3:31 pm on (B)(6) 2017 the pca module was programmed to infuse hydromorphone standard (0.2 mg/ml) 11 mg in 55 ml. The continuous dose delivered at 5 ml/hr and each pca dose delivered 2.5 ml. The infusion continued at this setting until 5:16 am on (B)(6) 2017, when the device was channeled off. The concomitant etco2 module alarmed multiple times during the infusion for low respiratory rate. At 5:24 am, the pca module was programmed to infuse hydromorphone high dose (1 mg/ml) 55 mg in 55 ml. The continuous dose delivered at 1 ml/hr and each pca dose delivered 0.5 ml. The infusion continued at this setting until 8:17 am when the device was channeled off. The total volume recorded as being infused during this period was 57.5655 ml. The root cause of the pca overinfusion was identified as a user programming error with the user selecting the 0.2 mg/ml concentration instead of the 1 mg/ml concentration, resulting in a 5x overinfusion. (B)(4).

Event description:
The customer reported that at 1522 a pca infusion of hydromorphone 1 mg/ml (total syringe volume of 55 mg) was programmed with a 1 hour limit of 2 mg. After 3 hours the infusion was stopped due to the patient being somnolent. The patient¿s condition improved and the infusion was restarted 2 hours later. The next morning at 0545 the pump alarmed that the syringe was empty. There was no patient harm or medical intervention.

Manufacturer narrative:
Correction on initial report: disregard reference to 07 january 2017 on previous submission as it should have stated (B)(6) 2017 as follows: "the pcu event log shows that at 3:31 pm on (B)(6) 2017 the pca module was programmed to infuse hydromorphone standard (0.2 mg/ml) 11 mg in 55 ml. The continuous dose delivered at 5 ml/hr and each pca dose delivered 2.5 ml. The infusion continued at this setting until 5:16 am on (B)(6) 2017, when the device was channeled off."